Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and the customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1781k was requested and the customer response was the device will be returned.

Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error (open book) upon battery installation. Pump was unable to download to thus to verify the cause of critical pump error (open book) due to constant blue screen appearing while trying to download. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error (open book). Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assembly, motor assembly and force sensor flex connector on gold traces had led to corrosion. The following were noted during visual inspection: label damage (peeling), cracked case-corner of belt clip rails and scratched case. In conclusion, customers concern was confirmed when unit was received with critical pump error (open book) after battery installation. The pump was unable to download thus software due to constant open book error and blue screen due to corroded assembly caused by corroded electronic assembly and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.